Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received two bursts of anti-tachycardia pacing (atp) and six inappropriate shocks for an atrial arrhythmia with rapid ventricular response (rvr). Functional undersensing of an atrial beat was also observed. Therapy was not exhausted and the shocks were distributed and delivered in two different episodes. Technical services (ts) discussed reprogramming options with the sales representative involved. No additional adverse patient effects were reported. The device remains in service.